Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was reported. There were no patient consequences.

Event description:
Additional information received notes that the patient is connected to merlin.net and the clinic has been getting transmissions.